Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following the intraocular lens (iol) implant procedure, patient vision not clear enough to drive and blurriness was constant. The lens was exchanged with an unknown toric iol after the initial implant procedure. Clinical reason was multifocal intolerance. Additional information received stating that the iol was replaced with company another model lens with half diopter less.